Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported, on (B)(6) 2022 the patient underwent a procedure where the amulet delivery sheath was chosen for use in a procedure. It was noted that there was no issues during device preparation. During the procedure, when the sheath was being inserted into the patient, the patient developed an injury and required a stent. The physician aborted the procedure. The status of the patient was unknown at the time of report. The cause of the injury was unknown. No additional information has been provided.

Manufacturer narrative:
An event of perforation of right femoral vein and drop in blood pressure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na